Manufacturer narrative:
(B)(4). Pump passed the displacement, however failed in backlight verify during self test due to el panel defect noted.

Event description:
Information received by medtronic indicated that the back light instant working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.